Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. Additionally, the customer reported that after the delivery of approximately 10 units of insulin, the insulin gauge would go up and then decrease back down. Although requested, the customer was unable to upload the pump data logs for further investigation. The customer's blood glucose level was 196 mg/dl.

Manufacturer narrative:
Clinical diabetes specialist consulted with the customer and confirmed that the customer performed the load process accurately. Additionally, review of the pump data logs showed that the customer had not received any abnormal alarms and that the insulin gauge was displaying accurately.